Manufacturer narrative:
Investigation underway.

Event description:
It was reported that the front legs did not lock into place and therefore slid down with a pt on it. There was pt involvement, however no adverse consequences were reported.